Manufacturer narrative:
The reported issue of led display segment was dim was confirmed on 10 out of 10 returned boards. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 10 out of 10 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 17-oct-2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 24-nov-2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only an lvp display board assembly was provided for investigation.

Event description:
It was reported that the (10) lvp devices had dim segments in unspecified locations. There was no report of patient involvement as the issue was found during safety checks.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the (10) lvp devices had dim segments in unspecified locations. There was no report of patient involvement as the issue was found during safety checks.